Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient's adaptivestim was turning on automatically. The patient is part of the stimgenic research study. As part of the study they wanted to orient the adaptivestim positions and then set resume to off, so the ins would record postional information but not adjust stim automatically. The patient reported that stim was turning down to 0 and he was having a return of pain because adaptivestim was turning on automatically. The patient had adaptivestim turn on automatically multiple times. The caller indicated that the reps met with the patient after each occurrence to switch the resume setting to off. The caller indicated that today she met with the patient and turned as completely off. The caller was not with the patient. The turned off adaptivestim prior to calling which should resolve the issue. The caller indicated that the first time a mdt rep was notified of the issue was 8 mar 2021 and at that time they did not report the issue because they thought that the patient was turning adaptivestim on using the patient controller. The primary reason for the call was to ask if there was any function of the ins that caused adaptivestim to turn on automatically. Additional information from the rep stated that cause was not determined as the pt swears he was not re-activating his adaptive stim via his pt communicator. Rep just turned the adaptive stim off completely to resolve the ¿issue¿. This was only being used to activity tracking purposes not for intensity adjustments for the pt. Weight of pt is unknown.